Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis found that the forceps are in short circuit. The peek part of the instrument is burnt. After disassembly, it appears that these forceps are very dirty and contain a lot of surgical debris.

Event description:
It was reported that the device was returned with a request for repair. Analysis for the device found that the peek part is burnt. There was no reported patient impact.